Event description:
The intrauterine pressure catheter was inserted in the pt. Negative numbers registered on the monitor, and the device could not be zeroed. The monitor and monitor cables were changed, but the device could not be zeroed. A different lot number of the same device was tried with the same results. The personnel decided to change the type of catheter to another by same MFR. This device worked well.